Event description:
It was reported that the device has been displaying full blockage and air leak alarms. The patient stated that she changed the canister but the full blockage alarm kept being displayed. The nurse changed the dressing on (B)(6) 2020. Troubleshooting steps were performed but the issue was solve for only a few minutes. The patient confirmed that everything was free from obstructions, but still the indicator displayed full blockage alarm. The patient was informed that since the alarm did not resolve there is a potential issue with the device or canister and the canister or the device need to be replaced. Further information is not available.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. A complaint history review found other related failures. Probable root cause maybe a defective component. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.